Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as ¿the patient had a home nurse change¿ (no further details provided). On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with sulperazon intravenous (IV) (active substance: sulbactum sodium + cefoperazone sodium) and sefazol 12.1 (active substance: cefazolin sodium), (unreported doses, and frequencies). Thirteen days after onset, the patient was recovered from the peritonitis event and was discharged from the hospital on the same day. On an unreported date, retrained on performing pd therapy and aseptic technique was performed. No additional information is available at this time. This is report 2 of 3 involved in this event.